Event description:
A cpm, continuous passive motion, was placed on the patient's left leg, set to a 70 degree range setting and turned on. Patient was recovering from knee surgery. Patient's legs were covered with a sheet and the staff started to leave the room. At that point, the patient screamed out in discomfort and staff immediately noted that the cpm device had flexed the patient's leg beyond the 70 degree setting to 90 degrees plus. The device was removed from the patient's leg and patient was assesed. Knee staples were still intact and dry. Patient's pain level rated at #4. Later x-rays taken showed no apparent injury. Patient's pain was rated at normal surgical site pain.